Manufacturer narrative:
A service engineer (se) reported that the misalignment in the touch position was confirmed. The se performed a touchscreen calibration, but the issue was not resolved. The se noted that the touchscreen was replaced to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had touchscreen issues. The device was in clinical use when the issue occurred. There was no medical intervention or delay in therapy reported. No patient or user harm reported. The customer reported that the screen was showing a misalignment with the "accept", and "cancel" inputs, and was hard to operate. The device was later restarted, but the issues were not duplicated. The device was then retested on a different day, and the issue was also not duplicated. The device is expected to be returned for evaluation. The investigation is ongoing.

Manufacturer narrative:
E1:(B)(6).

Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) technician verified that the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found.". H11: d4 - product UDI #.